Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their down arrow button was intermittently nonresponsive. It was also found the customer had a piece missing from their battery compartment. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.